Manufacturer narrative:
Cytophil requested and received additional information regarding the event and the patient's current status. Regarding the event, the physician's office reported that the crack occurred at the "hub of the syringe, where the needle attaches." Following the procedure, the patient returned for a follow up appointment on (B)(6) 2017. During that office visit, the physician reported that there was "arthyenoid movement bilateral; still with persistent glottis gap." The physician recommended that the patient seek a second opinion. The patient is scheduled to return for a follow up appointment on (B)(6) 2017. Cytophil requested and received the device for evaluation. The device was returned to cytophil, and was evaluated "as received" under 50x magnification. It was then carefully rinsed and viewed again under 50x magnification. There was no visible defect viewed under magnification. The syringe was then filled with water as a worst case test, and tested under pressure, with no leakage occurring. The device performed according to specification and was determined to have not cracked, as reported. Cytophil did not receive the needle for evaluation. A review of the device history records did not reveal any irregularities or issues with syringes. Cytophil will provide a supplemental report after the patient's (B)(6) 2017 appointment.

Event description:
During a renu voice procedure, the physician performed an initial injection of the renu voice material into the patient's vocal fold without any reported issue. It was reported by the physician's nurse manager that the physician then attempted to inject additional material from this same syringe, and the syringe "cracked." It was also reported that the syringe did not then contain enough material to complete the patient's procedure. Since the physician's office did not have an additional renu voice devices available for use during the patient's procedure, the nurse manager "believes" that the patient was offered the opportunity to continue and complete the procedure at the hospital where additional renu voice products were available for use, however the patient declined to complete the procedure at the hospital.

Manufacturer narrative:
The patient was scheduled to return to the physician's office for a follow up visit on (B)(6) 2017. The patient did not return for this appointment. The physician's office reported that the patient did obtain a second opinion, however they have no information as to what the patient's plan is going forward. The results of cytophil's complaint investigation are inconclusive. Cytophil was unable to confirm the reported complaint, or to definitively identify a root cause of the reported event. The syringe barrel with the luer fitting engaged performed according to specification. It can be reasonably hypothesized that the user may have slightly backed off the luer connection as part of maneuvering during the injection, which could have resulted in slight leakage. A review of cytophil's complaint history for the past 24 months indicates one similar complaint. The complaint is being closed, and will be tracked.